Manufacturer narrative:
This report is submitted on september 28, 2022.

Event description:
Per the clinic, the patient experienced cellulitis (infection) behind the ear which was treated with a topical antibiotic. The implanted device remains.